Event description:
Device malfunction: none. Symptoms/ae: access site complications. Time of symptoms/ae: post procedure. It was reported that a physician trained in the starclose se device achieved arteriotomy closure of a femoral artery after an interventional procedure. Reportedly, immediately after the arteriotomy closure, the patient's leg turned blue for a few minutes, after which color spontaneously returned. An ultrasound was performed and an a-v fistula was noted between the femoral artery and the femoral vein. A pressure bandage was applied and the patient was discharged after two days. The patient returned to the hospital one day after discharge and a thrombosis was noted in an unspecified vein in the affected leg. The patient was treated with heparin and "special stockings". There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The customer reports the device is being retained by the hospital. The lot number was not identified; therefore, a device history record review could not be performed.